Event description:
On the event date the patient was in clinic to receive gemcitabine and abraxane. The patient received her pre-chemo medications and abraxane without incident. The gemcitabine was attached to the primary tubing via the upper y site. When the gemcitabine infusion was started and 'air in line' warning displayed. When the treatment nurse went to loosen the bubble to rise up to the top of the tubing, the top hard plastic piece on the pump segment of the tubing became separated from the tubing itself. A few drops of fluid dripped onto the pump and onto the nurse's hands. No fluid went onto the floor. The nurse clamped the secondary tubing to which the gemcitabine was connected and asked for assistance from a second nurse. The second nurse detached the secondary tubing and capped it. The primary tubing was reattached where it came loose, clamped shut and the primary line was swapped out for a new one. The remainder of the infusion went without incident.